Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up after inappropriate shock was delivered by the implantable cardioverter defibrillator for an episode of supraventricular tachycardia. Programming interventions were made. The patient was in stable condition.